Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 694965 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular lead was noted to have insulation damage during a device replacement procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.